Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. No bolus delivery anomaly noted. The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was leaking more insulin than what he needed. He lost 40 units of insulin before he was able to press the button to get it to stop. Customer's blood glucose level was 98 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.